Manufacturer narrative:
(B)(4). The initial submission was erroneously submitted as a 5 day report. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Manufacturer narrative:
Com-(B)(4) the initial submission was erroneously submitted as a 5 day report. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.